Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. In addition, it was reported that the fill tubing process was taking longer than normal. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.